Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: received visao drill for evaluation by the engineering group. The condition of the device showed corroded nose bearings. The visao was connected to the ipc and operated at default speed. The drill sounded louder than normal. Device released to service and repair for evaluation. Service and repair found that the unit did get hot; the drill was very corroded which was the cause for the excessive heat. The temperatures after one minute of running were: nose ¿ 210 degrees f, middle ¿ 200 degrees f, and rear ¿ 120 degrees f. The drill was not run for 20 minutes due to overheating. The motor/cable, bearings and nose cone, plus other parts, were replaced due to corrosion. The item was repaired, tested, and passed all manufacturing specifications. Method: simulated use testing.

Event description:
It was reported that during a mastoidectomy, the device had ¿excessive heat, after it was cleaned a substance that looked like oil came out of drill.¿ there was no patient impact. It has been confirmed that the device heated up in ¿1-2 minutes¿, its use was not discontinued because of the heat. The product analysis found that the temperatures after one minute of running were: nose ¿ 210 degrees f, middle ¿ 200 degrees f, and rear ¿ 120 degrees f.